Event description:
Customer reported experiencing a high blood glucose event with the specific value unknown, as the display showed ¿high.¿ to address the issue, customer administered a correction bolus via the pump while using the control iq feature and was referred for additional assistance due to frequent and recurring high blood glucose levels.